Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (power supply issue) has been confirmed. Upon evaluation, the power brick cord was damaged. The cause of the power supply issue is the damaged cord. The root cause of the damaged cord cannot be positively identified but is likely physical abuse. No adverse event resulted form the defective power brick cord. The battery charger was replaced.

Event description:
A patient service representative (psr) contacted zoll customer support to report an issue with the charger power supply. The battery charger was replaced.